Manufacturer narrative:
The device is still implanted in the patient. If additional information becomes available or the device is sent back, a supplemental report will be filed. Device still implanted.

Event description:
During a company representatives visit at the (B)(6), it was mentioned that postoperatively an infection occurred, affecting a patient who received two medpor customized midface implants which were implanted on (B)(6) 2014. Additional information was received stating the infection developed on both sides. As of (B)(6) 2014 the devices were still in situ. The decision to remove one or both implants and determine if further treatment is required is pending.

Manufacturer narrative:
Although the device was not returned for investigation, the reported event could be confirmed based on the provided bacteriological report. On inquiry stryker received the report of the bacteriology from the related university hospital, which was reviewed and evaluated by stryker cmf¿s clinical expert. The report shows that all of the analyzed germs originated from the oral cavity. The clinical expert reasoned that the patient¿s germs caused the infection primarily. Most likely the abscess germs were intraoperatively introduced from the oral cavity. Summarizing the investigation the root cause of the determined failure mode can be tied to a patient / user related issue. Indications for any material or design related issues were not determined in the investigation.

Event description:
During a company representatives visit at the (B)(6), it was mentioned that postoperatively an infection occurred, affecting a patient who received two medpor customized midface implants which were implanted on (B)(6) 2014. Additional information was received stating the infection developed on both sides. As of (B)(6) 2014 the devices were still in situ. The decision to remove one or both implants and determine if further treatment is required is pending.